Event description:
It was reported that 8 occurrences of chamber connection water leak occurred. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.DHR: a device history review was also conducted on the component lot numbers and no discrepancies were found.

Manufacturer narrative:
Eight (8) samples were received for evaluation. The samples were visually inspected; a crack on the female luer lock adapter was observed. The complaint was confirmed. Functional testing was performed on the samples and the leak complaint was confirmed. The root cause was traced to a faulty supplier item. An internal scar was submitted to supplier for luer connector on 27-nov-2020, in which supplier was notified about the issue reported for broken component. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.